Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had a pre-existing boil that was being irritated by the lifevest. The patient reported that the boil was bleeding from the irritation. There is no indication that the patient required medical attention. Follow-up attempts were unsuccessful, and the medical outcome of the irritation is unknown.